Event description:
It was reported that approximately 49 months after a left knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, tibial loosening, patellar, loosening pain, stiffness, discomfort, and weakness. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-01869. Report number d10: (B)(4) - ps tibial inserts sz 4, 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01869. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and patellar loosening. The reported prosthesis wear, tibial loosening, and patellar loosening. Could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."